Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tnl and a result of 1.17ng/ml was obtained. The result was reported out of the lab. On the same day, the customer re-tested the original sample for accu tnl and the repeated result was 0.09ng/ml. On the next day, the customer collected 2 fresh samples from the pt and tested for accu tnl and obtained a result of 0.08ng/ml for each sample. Per customer, the pt had a heart catheterization performed due to erroneously high accu tnl result reported. The customer did not receive any report of pt injury or death that can be attributed to or connected to this event.

Manufacturer narrative:
Based on available info, two samples from this pt were tested for accu tnl 4 days prior to the event and results from both samples were within the risk stratification range. Qc and system check info not provided. The specimens were centrifuged at 3,500 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab in 2007. The fse performed diagnostic testing which failed specifications. The fse replaced: mixer bearings and pinch rollers. The fse tightened wash arm and adjusted rv belt. The fse repeated diagnostic testing and results passed within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.